Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-15342. It was reported that the patient experienced ineffective stimulation due to lead migration. As such, surgical intervention took place on (B)(6) 2021 wherein a new lead was implanted.

Manufacturer narrative:
Corrected data: b5. It was previously reported that both leads were explanted in follow-up report 1. New information is updated in b5 of this report.

Event description:
Additional information received indicates that only one of the leads was explanted and replaced.

Event description:
Additional information received indicates that one of the leads migrated. Note: unknown which lead migrated and was explanted. Hence, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient's leads were explanted and replaced with a new lead.